Event description:
Physician reported "patient urinated green and lost the feeling of satiety". The device was explanted and replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding additional patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: warning: rapid fill rates will generate high pressure which can damage the orbera tm system valve or cause premature detachment. A balloon with a leaking valve must be removed immediately. A deflated balloon can results in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation.

Event description:
Physician reported "patient urinated green and lost the feeling of satiety". The device was explanted and replaced.